Manufacturer narrative:
G4: 06jan2020, b4: 06jan2020. The manufacturer¿s technical services (ts) confirmed the reported issue. The customer was advised to install clean filters and update the software to 2.30. Advised customer to run the unit to attempt to duplicate any issues. Provided customer with rev k service manual, updated ops manual, sb86600173b, and 2.30 software. The customer replaced the defective filters to address the reported problem. The software was not updated at this time. The unit successfully passed the required performance verification test. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Part was not returned to failure investigation (fi). The root cause cannot be determined until the device is returned and investigated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30dec2019.

Event description:
The customer reported error blower temperature high. There was no patient involvement.